Event description:
Because of severe vessel tortuosity, the physician planned to use the excluder bifurcated endoprosthesis in an aorto-uni-iliac approach. He placed one trunk-ipsilateral device inside another trunk-ipsilateral device. In addition, he implanted a femoro-femoral crossover graft. During this procedure, in excess of 1 liter of blood was experienced, which was returned via cell saver. At the end of the procedure, a small type 1 endoleak remained, which will be monitored by the physician.